Event description:
It was reported that during a stenting treatment procedure, stent deformation and stent migration occurred. The procedure treated the 95% stenosed target lesion located in the severely calcified and moderately tortuous saphenous vein graft (svg) going to the left anterior descending artery. A 4.0x16mm promus element plus stent was deployed at 16 atms in the proximal portion of the svg just outside of the guide catheter. The stent was well expanded and well apposed. Next a non-bsc guide catheter deep seated due to tension on the guide wire and made contact with the 4.0x16mm promus element plus stent likely causing stent deformation. Then when trying to pass a 4.0x28mm promus element plus stent, the strut from the 4.0x16mm promus element plus was caught causing the 4.0x16mm promus element plus stent to migrate about 5cm and compress mostly on the proximal edge. Post dilation was performed on the 4.0x16mm promus element plus stent and the final condition of the stent was considered well expanded and well apposed. No further patient complications occurred and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).